Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 30 mg/ml dilaudid at a dose of 9.5 mg/day, 7.5 mg/ml bupivacaine at a dose of 2.32 mg/day, and clonidine at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that the patient was seen in another pain clinic. The patient complained of intermittent bladder incontinence at a previous visit. A CT scan was ordered and done reportedly showing a potential for inflammatory mass near the catheter tip. The patient was referred to neurosurgery. The patient was refilled with a different hcp. The hcp at the other pain clinic called and relayed the findings to the refill hcp and asked him to encourage the patient to follow-up with neurosurgery. The hcp notified the representative so that they could follow-up with the local representative covering this physician and area. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved and the patient status was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. A catheter revision was done on (B)(6) 2017 due to the inflammatory mass (im). The physician removed the distal piece of the existing catheter from the intrathecal (it) space and replaced that with a distal section of an 8731sc. The pump was delivering dilaudid 30 mg; 8.98 mg/day and were dropping the dose to 8 mg/day per the physician¿s orders, clonidine 1800 ug/ml; 539.3 ug/day and bupivicaine 7.5 mg/ml; 2.24 mg/day. The physician did not want to do a prime. The patient will be assessed over night at the hospital.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. It was stated that the patient had a granuloma. It was reported that they still have not done anything yet in regards to the granuloma and bladder incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.